Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing within the device blanking timing period as expected function, which does not appear to be affecting device function. The lead appears to be functioning as programmed. No further information was available at this time. The lead remains in use. No patient complications have been reported as a result of this event.